Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and bloating. The cause of the peritonitis was due to constipation; further described as ¿the patient had been severely constipated for at least 4-5 days prior to being diagnosed with peritonitis. On the same day as diagnosis, the patient was hospitalized for the event. On an unknown date, the patient began treatment for the peritonitis with fortaz (dose, frequency, and route not reported). At the time of this report, antibiotic treatment was ongoing, the patient remained hospitalized for the event and the patient was not recovered from the event. On an unknown date during hospitalization, pd therapy was discontinued the patient was placed on hemodialysis due to the patient no longer had adequate assistance at home to be a good candidate for pd therapy. No additional information is available.